Event description:
The 5fu continuous infusion completed after 28 hrs. Iflow c series pump was compounded with 5fu to deliver medication over 46 hrs. Delivery completed early after 28 hrs. Dates of use: (B)(6) 2015. Diagnosis or reason for use: colon cancer. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.